Manufacturer narrative:
.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.